Manufacturer narrative:
Correction: after additional review, this report was found to be a duplicate of MFR report # 1920898-2019-00143. This event has been over-reported.

Event description:
It was reported that the scale markings on the bd ultra-fine¿ insulin syringe were "misaligned".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the bd ultra-fine¿ insulin syringe were "misaligned".